Event description:
Pt reported finding an extraneous trand of plastic aroung the circumference of the strip vial opending. No associated injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.